Event description:
The patient's meter was prompting a clean test area (cta) message. The patient managed her own diabetes regimen. She does not know how long the patient was unable to test on the meter. She did say the cta message would appear intermittently. At the time of the event, two months ago, she was taking nph twice a day, 24 units in the morning and 24 units in the evening. The reporter does not know how often the patient was testing her bloood glucose. She stated that the pateint always wrote down her meter result, but she did not see one on the day of the event. The patient took her insulin and ate breakfast. Soon after, exact time unknown, the patient's husband called his daughter and stated that the patient appeared to be confused. The patient's daughter arrived at the house and noticed that she was oriented and not responding to any questions. The paramedics were called; they took the patient to the hospital, where the patient's blood glucose was "0 mg/dl". The patient was treated with IV glucose and monitored for some time. Her insulin regimen has since has been decreased. This complaint is being reported, as the meter issue was unresolved and the patient was unable to test (for an unspecified time) and subsequently had a hypoglycemic event. A replacement meter has been sent.